Manufacturer narrative:
Service was called due to issues with home dialysis machine, millenium hx not functioning, during off/ after hours. Mar cor service responded and determined a replacement part was needed. Service employees did not have necessary replacement part on hand. Due to timing, a replacement part was requested overnight, then installed and machine was available for dialysis. Because of the unfortunate timing, the dialysis treatment of the patient was delayed longer than anticipated.

Event description:
Patient delayed home dialysis treatment because dialysis machine needed a replacement part.